Event description:
It was reported that an asahi fielder xt-r guide wire was used in a percutaneous coronary intervention (pci) to treat a 90-99% stenosis in the segment #7 of the left anterior descending artery (lad). An abbott 3.0mm x 48mm xience stent was deployed in the segment #7 and an abbott 3.5mm x 18mm xience stent was deployed in segment #6-7 of the lad. Post-dilatation of the stents was then performed. A subsequent angiogram showed vessel perforation in the distal segment #8. After placing an abbott 2.25mm x 28mm xience skypoint stent in the segment #8, a covered stent was then deployed to successfully seal the perforation. The procedure was completed successfully. The physician commented that he pushed the fielder xt-r distally too far to cause the perforation. There was no prolonged hospitalization due to this event.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Asahi products are all inspected for meeting their product specification criteria as part of the production process and all the shipped products satisfied the product specifications and release criteria. The guide wires are inspected for no anomaly of tip load. Based on the provided information including the comment from the physician, it was presumed that the fielder xt-r was pushed strongly against the peripheral vessel likely due to stress generated when crossing the lesion with the fielder xt-r or delivering a concomitant device over the wire. Consequently, the vessel was perforated. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunctions and adverse effects]: damage to a vessel, including possible vessel perforation.